Event description:
It was reported that the patient had received therapy in (B)(6), however upon interrogation there was no record in the device log regarding it. The hvli lifetime trend showed that therapy had been delivered at that time. The patient received no consequences from the event.

Manufacturer narrative:
(B)(4).